Manufacturer narrative:
Pt information unavailable as no pt was involved in this concern. Site is budgeting for the replacement and understands the need for a replacement. No replacement part has been sent to site as of now.

Event description:
Medtronic rep reported the screw on the open spine clamp is stripped and will not tighten. This event did not occur during surgery and no pt was present.